Event description:
It was reported that the balloon will not be emptied. Clinical consequences: it is unknown at this time if medical intervention was needed. Update: no medical intervention was needed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed 100% inflation/deflation test was conducted. There was no complaint device returned for investigation, but photo was available. Therefore, no physical assessment could be conducted, and investigation was based on photo provided, historical trend and document review. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the balloon will not be emptied. Clinical consequences: it is unknown at this time if medical intervention was needed. Update: no medical intervention was needed.